Event description:
The patient was reportedly experiencing loss of lock. External equipment was exchanged; however, this did not resolve the issue. The patient reportedly bumped her head in the past. The patient's device was explanted and the patient was reimplanted with another advanced bionics cochlear implant.